Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found a portion of the electrode was detached. The wand was able to function as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. An analysis of the customer provided images found a used wand. The condition of the electrode cannot be determined. The complaint was confirmed factors that could have contributed to the reported event include: hitting the device tip against a hard surface. Using the device as a lever to enlarge surgical site. Mechanical displacement of tissue through applied force. Activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a tonsillectomy and adenoidectomy, using the evac 70 xtra coblator ii the wire was fused. The procedure was completed with a delay of 30 minutes or less using a back-up device. No patient injury or other complications were reported. Results of investigation have concluded that this unit had a portion of the electrode that was detached which makes it a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.